Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to reasons not provided by the customer. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness, requiring treatment of glucogel by a health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty, or damaged components; software/data corruption; or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system, and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If a product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of the investigation. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on the extended investigation.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness, requiring treatment of glucogel by a health care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction as the section d4 (sn) and (UDI) deemed invalid in follow-up #1. Correction has been made. The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty, or damaged components; software/data corruption; or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system, and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If a product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of the investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness, requiring treatment of glucogel by a health care professional. There was no report of death or permanent impairment associated with this event.